Event description:
It was reported that a patient, (B)(6) y.o., female, underwent an av node ablation/pacemaker insertion procedure with a navistar ds catheter and developed a cardiac tamponade that required hospitalization. During the procedure, the physician noticed that a pericardial effusion had developed, as was confirmed by ultrasound. A pericardiocentesis was performed and approximately 480 ml of fluid was removed. There is no further information about the hospitalization and if any additional intervention was performed. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. This adverse event is considered to be serious and MDR reportable. The complaint device was discarded.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Contact office and manufacturing site should reflect: (B)(4). Concomitant products: stockert 70 system, serial # (B)(4). Carto 3, serial# (B)(4). UDI: (B)(4). A full UDI number can not be provided because lot number is unknown. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.